Event description:
It was reported that the patient underwent a surgical procedure to have their inflatable penile prosthesis (ipp) cylinders replaced due to them being crossed over. The cylinder crossover happened about ten years ago and the ipp has been unusable since. The cylinders were replaced and there were no patient complications reported.